Event description:
Customer alleged elvie stride gave her mastitis. She states she has had to visit doctors several times and has been prescribed medication for mastitis a number of times. Complaint report from us.